Event description:
Caller reported that they accidentally delivered too much insulin while completing the fill tubing step when connected to the pump. There was no adverse impact to the customer¿s blood glucose level. No corrective actions were taken as no further technical support was required. No additional information was received regarding the outcome of the event.